Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed oversensing noise on the atrial lead. Programming changes were performed; the device will continue to be monitored. The patient condition was stable.